Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was provided: what was the patient¿s bmi? Sorry but I do not have that information. Was this the first firing or where there other firings with the ats45? The problem with the ats45 was at the second firing. Only occurred 2 firings and the problem was at the last one. Were there any difficulties noted with device intraoperatively? No they were not. How was the common channel closed with suture or with the stapler? It was closed with the stapler. What is meant by ¿incomplete staple line¿? The staple line was opened in the middle. Were there signs of tissue necrosis during the reoperation? No they were not. Were there any issues with staple formation? Yes, they think that was a bad closed of the staple formation. How was bleeding identified and how was it addressed during the reoperation there was not any bleeding, it was only a peritonitis (fluid outflow from the intestine to the peritoneum). It was addressed with new staples from other batch. What is the current patient status? After the second operation, the status of the patient is fine and recovering. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the ats45 made and incomplete staple line in a laparoscopic gastric bypass with a white reload in the anastomosis yeyuno-yeyuno. The center of the anastomosis was found opened during reoperation two days later. Peritonitis was the reason for the reoperation.